Event description:
It was reported, approximately 45 days post implant, inappropriate shock therapies, low sensing value and t-wave oversensing were observed with the ventricular lead. Consequently a revision procedure was completed: lead excised and replaced uneventfully.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead in segments was returned and analyzed. Outer insulation breached cut. Blood/body fluid in/on outer tubing overlay and helix/lobe mechanism.